Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device stopped working. It was reported that there was 15 minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working during surgery was confirmed. An assessment was performed which found that the control unit was defective and malfunctioned. It was also noted that the device failed pre-repair diagnostic tests for function and direction of rotation, function with the test hand switch, and function with the foot pedal. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.